Event description:
Caller reportedly administered levemir to the customer at 06:00. Customer tested 9.2 mmol/l on the aviva nano system at 11:30 and wanted something to eat (it is not provided if customer had low blood glucose symptoms at this time). Shortly after 11:30 customer had low blood glucose symptoms. He tested 2.1 mmol/l on professional device; emergency physician provided unspecified medical treatment. Caller could not provide further details. Requested return of suspect device and replacement was sent.

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product.

Manufacturer narrative:
The event occurred in (B) (6).